Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo connector was repaired and the x-ray tube temperature sensor was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 system had an x-ray over temperature error and the technique tracks to maximum. Also, there are black bars on the left monitor. No pt injury was reported.